Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a fibroscopy procedure performed on (B)(6) 2022. During the procedure, the clip was positioned and closed into the ulcer; however, the clip was unable to deploy. The same problem occurred with the second resolution 360 clip device. No further information has been obtained despite good faith efforts. The procedure was prolonged due to this event. Otherwise, no patient complications have been reported as a result of this event.